Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the energization rule within 14 seconds was observed, but an event occurred in which cauterization became impossible. The jaw failed to cut the tissue. It was activated at first, but it became inactive in the middle. The operation was completed successfully with the release of a new product.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10, h11. Corrected section: b5-summary, h3- corrected to "device discarded". H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the energization rule within 14 seconds was observed, but an event occurred in which cauterization became impossible. The operation was completed successfully with the release of a new product.